Manufacturer narrative:
(B)(4).

Event description:
It was reported that atp therapy was delayed to an incorrect diagnosis of vt as svt. Patient was asymptomatic. Programming changes were made. Patient was stable post-procedure.